Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as mesh erosion, infection and incontinence is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified 14th august 2012 via email by the polyform distributor ((B)(4)) that they have received a complaint on the 8th august 2012 regarding a polyform product. The complaint states that as a result of the polyform implant, the pt suffered from "problems and injuries". The pt also had a (B)(4) uphold vaginal support sling implanted during the surgery performed on the (B)(6) 2011. The complaint was reported to (B)(4) via email on the 8th august 2012 from pt identified as (B)(6). The pt's date of birth is the (B)(6) 1954, making her (B)(6) at the time of the procedure. The pt's weight currently is (B)(6). This gives her a (B)(6) which would be in the normal bmi weight category. The hospital where the implant procedure occurred is the (B)(6) hospital, USA. The pt's physician was dr. (B)(6). The pt's re-existing medical conditions are unknown. The pt suffered an infection and mesh erosion/exposure following implantation of the two meshes (event data approximately (B)(6) 2011). The pt also required catheterisation for 3 weeks due to urinary incontinence caused by the mesh implantation. No other information regarding the product or the pt is available at this time. The polyform product lot number has not been provided to (B)(4).